Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Inflammation is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Inflammation is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient developed a postoperative inflammatory reaction in the operative eye. There was no report of intervention. Additional information has been requested.

Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Uveitis and hypopyon are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Uveitis and hypopyon are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2025-00035 for the report of inflammation associated with the left eye (os).

Event description:
Through follow-up, the following additional information was received. Per report, the patient presented one (1) month postop and subsequently six (6) months later with uveitis and recurrent hypopyon with inflammation in the right eye (od) in response to steroids. Reportedly, the surgeon believes the contributing factor is the stent, as milder chronic inflammation was also observed after stent implantation in the fellow eye (os), and noted a possible allergy to the stent components. Additionally, per report, the eye was cultured and no organism was identified. The inflammation was treated with tap and injection, and medication over six (6) months. The patient status was reported as "excellent visual outcome". Additionally, it was reported that the patient had a follow-up examination one (1) year later and still has persisting inflammation. Per report, the patient's vision and intraocular pressure (iop) are stable. The report noted that the patient was extensively worked up for any infection as a possible cause of the inflammation, however all was sterile. The report noted that the surgeon plans to restart topical steroids, and may eventually remove the stents. Additionally, the surgeon is seeking counsel regarding further treatment options. This report references the report of uveitis, hypopyon and inflammation associated with the right eye (od).